Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were "one hundred and twenty off" mg/dl between the meter versus lab. Tests were done within 10 minutes. Code strips for the meter and the test strips do not match. Pt did not experience any adverse events. No further info has been reported.